Event description:
During a dental procedure involving upper implants and extraction of number 4 tooth, a tip of a periotome broke off in the socket and was not located during the procedure. After the procedure, x-ray taken identified the periotome tip was found in the sinus. A later cat scan of the sinus was reviewed by ent who reported that the linear metallic opacity was confined to soft tissue right premaxilla with superior portion extending to level of infraorbital nerve. Surgery is being planned to remove the tip.

Manufacturer narrative:
Information was collected from medwatch form 3500 provided by the institution. The manufacturing date is not known because the instrument was not returned.